Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: during investigation, there was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. The battery compartment was found to be cracked from the threads traveling down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.